Event description:
It was reported that the wake button was sticking, and that the pump touch screen was delayed in responding to presses. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.